Event description:
Voluntary medwatch form received stated that the right ventricular lead exhibited out of range pacing impedance. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120247.